Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device #1 of 2. Reference MFR report: 1627487-2014-26262. It was reported the pt is experiencing tenderness at his ipg and lead sites. The pt would like the scs system explanted. Surgical intervention may be pending to address the issue.